Manufacturer narrative:
The device was received in backup mode with the device image corrupted and unable to be analyzed. After reloading the product code, normal device characteristics were noted. No battery voltage, current drain or output anomalies were identified. The device did not revert to backup mode operation at any point during testing. The reported event of the device in backup vvi mode was confirmed, and the cause of the backup vvi mode could not be determined.

Event description:
During the implant procedure, the device went into back-up mode and could not be interrogated during the cyber security firmware upgrade. The device was removed and replaced to resolve the issue and the patient was stable with no adverse consequences.